Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, optimal thresholds could not be achieved on the pacing lead. The pacing lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the implant procedure positioning and placement difficulties were encountered. In addition, the helix could not be screwed in.